Manufacturer narrative:
This event occurred in (B)(6). The "list in one line" feature is part of the host connectivity agent (hca) module of the cobas infinity software. The investigation reproduced the issue in the version the customer complained about (2.3.3) and also versions 2.5.4 and 3.01.01. The investigation determined this to be software issue. As a workaround, the "list in one line" feature can be disabled in the cobas infinity software which would result in all the comments to be added in a single line including the separator symbol.

Event description:
The initial reporter complained of an issue with cobas infinity software version 2.3.3. During pre-production, the customer stated that if the software feature "list in one line" is used and multiple comments are being sent in one line separated by a separator symbol, the cobas infinity software will only add the last comment behind the last separator symbol instead of all of the comments on the line. If comments are cut off, and all comments in one line are not included, this could affect the interpretation of the patient results associated with those comments.